Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240 and 2367, which occurred on the homechoice (hc) during use during initial drain. The caregiver (cg) stated that they pressed go before connecting the patient, but as soon as the hc started alarming they connected the patient and called baxter. The baxter technical service representative (tsr) explained the alarms and had the cg would need to start over with new supplies and call their nurse. The tsr reviewed the proper procedures per the user manual. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse stated they were aware of the alarm. Baxter product surveillance proceeded to explain the cause of the alarm and recommended reviewing proper procedures with the patient. The nurse stated she would review the procedures with the patient. The nurse stated the patient has been continuing therapy successfully on the cycler. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). During investigation by baxter this incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore a batch review and sample evaluation will not be conducted. Should additional information become available, a follow-up report will be filed.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed. Based on the information gathered during baxter's investigation, the root cause of the report was due to air being sucked into the disposable caused by the patient not being connected when therapy was initiated. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).